Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Nine days after being hospitalized, the patient¿s peritoneal dialysis catheter was removed and dianeal therapies were discontinued. The patient was switched to hemodialysis therapy as they did not respond to peritonitis treatment. On the same day, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach was further described as the patient did not wear a mask. The peritonitis event was manifested by abdominal pain, cloudy effluent, and fever. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for peritonitis (dose, route and frequency not reported). Patient outcome was reported to be unknown. It was not reported if the patient was retrained on aseptic technique. Dianeal therapies were ongoing. Additional information was requested, but is not available at this time.